Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation did not confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed intuitive motion testing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .050 - .150 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon was unable to control the articulation of the precise bipolar forceps instrument. Reportedly, this occurred 4 times while the instrument was in use. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.